Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) . The result from the meter was >8.0 inr. The result from a laboratory within one hour was 6.0 inr. The reagent used was innovin. The patient was sent to the hospital on the same day with elevated troponin levels. No information was known concerning the outcome or what treatment was given to the patient. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr.